Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc). The issue was limited to results for free light chains, type lambda. No additional patient sample is available for further investigation of the issue. Smart remote service data is unavailable from the time of sample processing. There is currently no indication that a hardware limitation impacted the recovery of the patient sample. Siemens is investigating the issue.

Event description:
The customer reported that a low free light chains, type lambda (flc lambda) result was obtained on a patient sample on an atellica ch 930 analyzer using n latex flc lambda reagent. The sample was then repeated five times using five different manual dilutions. The results recovered inconsistently, but they all recovered higher than the initial result. It is unknown which of the flc lambda results was considered to be the correct result. The results of all the dilutions were provided to the consultant hematologist. There are no known reports of patient intervention or adverse health consequences due to the erroneous flc lambda results.

Manufacturer narrative:
Siemens filed the initial MDR 9610806-2024-00012 on 28-jun-2024. Quality controls (qc) recovered in range at the time of the event. No processing errors were reported at the time of the sample processing. A hardware assessment confirmed that the sample and reagent were correctly aspirated. No issues were observed with any other patient samples or with any other method. The sample is unavailable for siemens to perform additional testing. As stated in the limitations section of the instructions for use for n latex flc kappa; n latex flc lambda: ¿patient samples may contain heterophilic antibodies that could react in immunoassays to give a falsely elevated or depressed result10. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference from all patient specimens cannot be guaranteed. Excessively elevated monoclonal immunoglobulin concentrations might have the potential to suppress the reaction of anti-flc antibodies with free light chain molecules. If results do not fit to previous ones, or to results of other tests (e. G. Serum immunoelectrophoresis, immunofixation, differential blood cell count) and/or to the clinical situation, it is recommended to re-analyze the sample in a higher sample dilution.¿ a sample specific issue cannot be ruled out as a potential cause of the event. The cause of the event is unknown. The reagent is performing according to specifications. No further evaluation of this device is required.